Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, 99% stenosed, moderately calcified, concentric lesion in the proximal left circumflex coronary artery. No resistance was noted during advancement and post-dilatation was attempted using a 3.5 x 12 mm nc tenku balloon dilatation catheter; however, the balloon ruptured during the second inflation at 18 atmospheres. The device was replaced with an unspecified balloon to continue and complete the procedure successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.